Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube there was stopper creep out or loose closure and sample leakage. This event affected 397 devices. The following information was provided by the initial reporter. The customer stated: "the cap of the #366408 urine collection tube often comes off and spilled urine under the same conditions of in-hospital collection.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube there was stopper creep out or loose closure and sample leakage. This event affected 397 devices. The following information was provided by the initial reporter. The customer stated: "the cap of the #366408 urine collection tube often comes off and spilled urine under the same conditions of in-hospital collection."